Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced head piece no longer supports weight, siderail unexpected drop/collapse, fowler unexpected drop/collapse or wrist rest unexpected drop/collapse. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced head piece no longer supports weight, siderail unexpected drop/collapse, fowler unexpected drop/collapse or wrist rest unexpected drop/collapse. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
After further investigation, it was determined the device experienced litter is unstable; wobbly (no tip), which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 8 to 7.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced head piece no longer supports weight, siderail unexpected drop/collapse, or wrist rest unexpected drop/collapse. There was no patient involvement.